Manufacturer narrative:
Per tandem's pump user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had transposed the blood glucose (bg) value and carbohydrates amounts when entering values into the pump. Subsequently, customer delivered a 21 unit bolus. Blood glucose (bg) was lower than 20 mg/dl and customer consumed food to address low bg. Emergency medical technicians treated the customer; type of treatment was not known. Customer was not transported to the hospital. As a precaution, customer adjusted the max bolus feature from 25 units to 10 units. Recommendation was made for the customer to discuss the event with a healthcare provider.